Event description:
On (B)(6) 2009, the pt reported experiencing issues with inserting her infusion sites and bent cannulas. She stated she does not think she is inserting the infusion site hard enough. She stated she has received e4 (occlusion) errors in the past due to bent cannulas. She stated that she changes the infusion site to clear the error. The most recent bent cannula was last night. The infusion site had been in use for 2 days. The pt was sent an infusion set insertion device. Further attempts to follow up with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.